Manufacturer narrative:
The product was not returned for eval. Without the return of the device, the exact root cause of the problem reported could not be determined. The mfg records for this lot were reviewed and did not reveal any relevant discrepancies, design or quality concerns. A search of our field surveillance database yielded no other complaints of this type with this lot.

Event description:
During treatment of an aneurysm of the posterior communicating segment, at the time of implantation of the last coil in the aneurysm (deltaplush 2x2), the physician noted that it was necessary to reposition the coil by pulling it into the microcatheter. The coil detached from the dpu without pressing the "detach" button of the dcb. There was no harm to the pt because there was a self expandable stent (enterprise) positioned at the aneurysm neck. Eventually, the coil was caught between the vessel wall and the stent. In this procedure, 7 (seven) microcoils were used without any more difficulty.